Event description:
It was reported that during procedure to reposition the dislodged ventricular lead the setscrew could not be tightened. The device was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw not tightening was confirmed in the laboratory. The inner v tip septum noted medical adhesive residue on the bottom of the septum. The medical adhesive clogged the set screw inset, making it difficult to tighten the set screw and stripping the set screw insets.